Manufacturer narrative:
An evaluation will be conducted when the device is returned.

Event description:
It was reported that the t2 did not deploy and got stuck inside. There was no reported harm to the patient. The procedure was completed with another device.

Manufacturer narrative:
The device was received in fair condition. The device was returned without t1, t2 or suture. The delivery needle is bent and has a slight twist. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test proved to be successful. The delivery system actuates as intended. Complaint cannot be confirmed. No further investigation is warranted.